Event description:
Customer reported on a bravo capsule that failed to attach to the pt's esophagus. The doctor used a scope to confirm that the capsule did not attach, but was unable to retrieve the capsule. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.